Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection due to skin erosion. Antibiotic treatment was required. The right ventricular (rv) lead exhibited non capture. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.